Event description:
Controller related MFR. Report # 2916596-2023-06109.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pins missing in the mobile power unit¿s patient cable connector was not confirmed. Additional information provided communicated that the system controller would be returned for analysis; however, to date no products have been returned for analysis. This file will be reopened with further analysis if the system controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their mobile power unit (mpu). Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mpu patient cable ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2023-06109. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The clinicians were unable to connect to a power module due to a broken-off pin in the white power lead of the system controller. This broken pin was presumed to be from the patient's mobile power unit (mpu). The patient denied sleeping on battery power or having issues connecting to the mpu. The controller was exchanged during the visit without incident. It was later communicated that the patient's mpu had 2 pins missing on the mpu cable power lead. The patient was given a new mpu.